Event description:
It was reported that the ilet touchscreen became cracked from presumed wear and tear, after which the touchscreen was nonresponsive and the device was no longer functional or watertight, and a replacement ilet was provided with return instructions. Symptoms included no clinical effects. Outcomes included no clinical impact, no alarms, and continued therapy via backup treatment. Investigation included review of customer-provided information and device history review pending return. Investigation of this case revealed physical damage to the user interface display consistent with screen breakage. It was concluded that the event was related to physical damage to the device¿s touchscreen component with loss of function.